Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/24/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed which found that the battery lock clip was bent. The physical damage found during visual inspection is unrelated to the reported complaint of the platform displaying a "system error-out of service, revert to manual CPR" message. A review of the platform's archive data was performed and a "system error" 132 (internal watchdog timeout) message was observed on (B)(6) 2014, which was the last recorded date of customer usage. The reported "system error" message was also observed when the platform was powered on for functional testing. Further inspection identified that the pca processor board was defective and needed to be replaced. After the pca processor was replaced, the platform underwent final testing and no other "system errors" or warnings were observed. Based on the investigation, the parts identified for replacement were pca processor board and the battery clip. In summary, the customer's reported complaint was confirmed during review of the platform's archive and duplicated during functional testing. Further inspection identified that the pca processor board was defective. The physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during testing, the autopulse® platform displayed a "system error- out of service, revert to manual CPR" message. The platform did not perform any compressions at all. There was no report of any patient involvement. No further details were provided.